Manufacturer narrative:
H2) correction: h5, h8 h3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Three images were received for evaluation. Two of the images depicted the operating room team interactive (orti) screen showing multiple different error messages regarding arm cart assembly 3 that was connected with an instrument. One image depicted the housing of a monopolar curved shears showing the serial number that matched what was reported. Evaluation of the logs showed an instance of an error code for excessive torque on the monopolar curved shears. The monopolar curved shears was connected to arm cart assembly 3 when the over torque instance occurred after forty minutes of use. The instrument over torque caused the torque to surpass its limit in one of the motors of the instrument drive unit (idu), triggering a non-recoverable error code for 'idu torque sensor range check' as an after effect and causing the arm high priority error. The error code reports an error message stating, "danger: arm instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume." And disables the motors of the idu, requiring the instrument to be removed and detached following the disabled instrument workflow. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, at the beginning of the dissection of the prostate, an error message was triggered on monopolar curved shears stating, ¿instrument error. Remove, disconnect, and reconnect the instrument. If the error occurs again, replace the instrument.¿. After the message, the monopolar curved shears became inoperable. The bedside team attempted to remove it in the conventional manner and failed, requiring the performance of a broken instrument procedure for removal. The monopolar curved shears was replaced with a new instrument which functioned properly for the entire surgery. There was a delay of three minutes due to the reported issue. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, at the beginning of the dissection of the prostate, an error message was triggered on monopolar curved shears (mcs) stating that the ¿instrument error. Remove, disconnect, and reconnect the instrument. If the error occurs again, replace the instrument.¿ after the message, the mcs instrument became inoperable. The bedside team attempted to remove it in the conventional manner and failed, requiring the performance of a broken instrument procedure for removal. The mcs was replaced with a new mcs instrument which functioned properly for the entire surgery. There was a delay of 3 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.